Event description:
The customer reported that the 9600 system had a problem with transmitting images. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The representative indicates that the customer is now to make a decision on whether or not(s)he wishes to allocate funds to replace the dicom box on an end-of-life system. No further information is available.